Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported a ventilator that would not function. The manufacturer's field service engineer (fse) confirmed the reported problem as a high internal oxygen alarm. There was no patient involvement or harm. The fse replaced the sensor printed circuit board assembly to address and correct this event.

Manufacturer narrative:
G4: 27jul2020. B4: 31jul2020. The sensor printed circuit board assembly (sensor pcba) was returned to the manufacturer's failure investigation laboratory for evaluation. Visual inspection of the sensor pcba revealed no evidence of damage or contamination. The sensor pcba was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned sensor pcba passed all testing, and no errors were generated. No-fault was found on the returned sensor pcba. The high internal oxygen alarm could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.